Manufacturer narrative:
Date of event: unknown. Investigation summary: samples were received and an investigation was performed. This is the 3rd complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. Investigation conclusion: a complaint history check was performed and this is the 3rd related complaint for stopper damaged on lot # 0167709. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. On (B)(6) 2021, holdrege received a photo complaint from material #324910 and batch #0167709; syringe 0.3ml 31ga 6mm. Initial evaluation: examination of the photos indicates that the stopper leading edge was angled to one side in the barrel and not straight across. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.3ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. At the lubrication dial, the printed barrel is received to the barrel prep dial where air passes from probes and blows out any fm that may be within the barrel ID downward and out through the tip. Once this is completed, the printed barrel indexes under the single silicone gun where a shot of silicone is sprayed into the printed barrel ID. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 0167709 was reviewed. The syringes were assembled from 24jul2020 to 30jul2020. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection (without aid) every 2 hours: excessive barrel lubricant as evidenced by ¿pooling¿ or formation of droplets. Visual inspection every 2 hour: barrel lubricant shall be on the inside surfaces of the syringe only. Functional inspection every 4 hours: breakout & sustaining to ensure adequate plunger movement. If a defect is found during an inspection a quality notification is initiated. Quality notifications #(B)(6) was written on (B)(6) 2020 for issues relating to the assembled syringe defect. Maintenance dispatch (l2l) was reviewed, and dispatch #102382 was created on 27jul020 for dry barrels. Root cause: insufficient barrel lube. A dry barrel is the result of the lack of silicone in the barrel which allows the plunger / stopper to move with limited ease. Found several lines from the ivek pumps were damaged and crimped. Corrective action: replaced several lines with new parts. Affected packaging product was acceptable per stating process and assembled product was scrapped. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. A complaint history check was performed and this is the 2nd related complaint for needle hub separates on lot # 0167709. A review of the device history record was completed for batch # 0167709 all inspections were performed per the applicable operations qc specifications. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle experienced 90 cases of deformed stopper, and 3 cases of hub separation from the device. The following information was provided by the initial reporter: the customer stated that there was more than 40% rubber stopper distortion in one inbox of syringe and she asked to be sure to let her know if other syringes with the same lot number had the same problem or other problems and she also wanted to know why this problem occurred. The customer stated that besides rubber stopper distortion, most of the rubber stoppers are not horizontal. She also said that she doubts that she will be able to get the correct dose of insulin with these syringes with a non-horizontal rubber stopper. The customer stated when she opened the cap of the syringe, the needle came off with the cap and was separated from the barrel of the syringe. She said she found about 2 ea and she didn't have the samples because she has already discarded them.